Manufacturer narrative:
We are unable to fully investigate this event as no product code, lot number, or sample was provided. Related file - 3011175548-2017-00277.

Event description:
This event is deemed reportable based on the allegations in a lawsuit which, while unsubstantiated, suggest that a reportable event may have occurred during use of atrium medical's mesh product. Allegedly, plaintiff was implanted with c-qur v-patch mesh. Plaintiff allegedly experienced adhesion, gangrene, seroma formation, and a subsequent surgery to repair recurrent hernia and to remove the mesh device. Since this is a legal matter, the case has been turned over to legal counsel and further information obtained through investigation or discovery may fall under the attorney/client and/or work product privilege. However, atrium will supplement this report as appropriate if additional information comes to its attention.